Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to the fill line. There was no damage observed to the device or plunger. The plunger was removed and assessed. No abnormalities were observed. The plunger was reinserted and advanced without difficulty. The lens was returned adhered in dried solution to the exterior of a small plastic container that was placed inside the opened blister tray. One haptic is broken at the optic/haptic junction. The broken haptic was returned adhered in solution to the posterior of the optic. The optic is torn/cut from the edge toward the center. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if a qualified product was used. The used device and lens were returned separately. The product investigation could not identify a root cause for the complaint. There was no damage or abnormality observed to the plunger. The plunger was retracted and lens damage was observed. The plunger position in relation to the lens during advancement cannot be determined. The lens was returned outside the device. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger.it is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was damaged during implantation and piston inequality. The lens was removed during the initial surgery and replaced with a new lens. There was no patient impact. Additional information has been requested.